Event description:
It was reported that in the operating room when attempting to insert the dilator, the user found that the tip of the dilator was damaged which prevented the dilator from going over the swg. As a result, a new dilator was used to successfully complete the procedure. There was no reported delay, death, or complications to the patient as a result of this occurrence.

Manufacturer narrative:
(B)(4).